Event description:
It was reported by the rep that the (2) al326 were used during an unknown procedure. It was reported that the clip appiers misfired. The hosp stockpiled devices and was unable to provide details. The pt consequence was not reported.